Manufacturer narrative:
Device evaluation: analysis of the returned device identified; broken shell and others, brown particles in gel, underweight and wear abrasion. A visual and microscopic analysis were performed which identified; sharp broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional additionally reported "seroma."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.